Event description:
It was reported that a cartridge alarm occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. The customer was assisted by technical support to load a new cartridge using the proper technique and successfully resumed insulin therapy, resolving the issue.